Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer treated for high blood glucose with shot. The customer also reported other blood glucose values such as 730 mg/dl, 350 mg/dl, 100 mg/dl. The customer reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting for insulin flow blocked alarm and customer declined. The insulin pump will not be returned for analysis.